Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pf hgb) with associated heart failure symptoms. On (B)(6) 2018, the patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed an issue that could have contributed to the report of elevated ldh. The pump was returned assembled with the driveline severed approximately 6.5 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The proximal side of the outlet stator presented two depositions loosely seated adjacent to the outlet bearing ball. The depositions did not reveal areas of denaturation or laminated layering; however, the depositions were significant enough in size to partially occlude the flow of blood. Although the origin of the depositions and the duration for which they were present within the device could not be conclusively determined, the depositions could have contributed to the reported elevations in lactate dehydrogenase (ldh) due to the partial occlusion of the blood flow path. Upon disassembly of the returned pump, examination of the remainder of the blood-contacting surfaces did not reveal any additional depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.